Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left "ruptured" implant "being replaced with smooth shelled." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5., b.6., d.6b., h.6., h.10. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted.